Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). A 70% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery (lad). Following predilatation, a 3.00 x 32mm synergy drug eluting stent was advanced to treat the lesion. There was a resistance during advancement and the proximal end of the stent was damaged. When the stent was being removed, a dissection occurred. Another stent was deployed to cover the dissection and successfully complete the procedure. The patient was doing good post procedure and fully recovered.